Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose over 600 mg/dl, with small ketones, polydipsia, tiredness, nausea, and headache. Troubleshooting with customer support found that the basal delivery totals in tdd did not match active basal program total and found no known cause for variation. The patient discontinued pump use. This complaint is being reported because the discrepancy in basal history was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: unable to duplicate the compliant. No defect found. The last bolus delivery was on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. The alarm history shows a replace cartridge alarm on (B)(6) 2014 19:03; next prime was recorded at 21:45. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed. 2.0u and tdd history showed 48.0u. Returned cartridge cap/returned battery cap used to complete testing. The tdd¿s add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.